Event description:
Per the clinic, a large amount of purulent subperiosteal secretion was identified at the internal receiver site, consistent with infection. Subsequently, the device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.